Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any it was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported by a patient that they woke up and felt stomach pains. They also had a lack of appetite and had not had anything to eat or drink but kept feeling worse. The patient's blood glucose (bg) was 290 mg/dl. Patient then went downstairs to cool off and they tried to get up for water and he could not walk. The patient lives with their mother so they called out for the mother for help. At that time the patient's physical appearance was described as pale and they were also dry heaving. The patient's mother called the endocrinologist and they advised to take 10u of a manual injection. Patient did not improve so they went to the emergency room. The pod was removed at the hospital and the nurse stated that the cannula was kinked/bent. Patient was treated with intravenous therapy with saline and insulin. Blood glucose levels were checked every hour. Nausea medication was also given to the patient.